Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, after stent deployment, the 2.5 x 8 mm nc trek dilatation catheter was advanced to perform post dilatation; however, during advancement, it was noted that ability to advance was lost. There was no reported resistance and no force was applied. It was noted that the dilatation catheter shaft had separated at a location in the middle of the shaft that was in the guide catheter. Rather than using a snare device to remove the separated segment, the physician chose to remove all devices as a single unit, from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional devices were used and the physician completed the procedure. No additional information was provided.